Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient began to develop skin changes and almost impending erosion in the distal end of the penis along with skin excursions. The physician ended up having to move one cylinder at a time, and noted it almost seemed like an acute rejection of the device. The physician also noted it was not an infection as there was no purulent drainage and no other typical symptoms were noted. The device was not replaced.